Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the sensor had alarmed lost sensor. The customer's blood glucose was 14.7 mmol/l, treated with a bolus. Troubleshooting was performed for the sensor and customer was advised to remove the sensor. When customer removed the sensor customer stated the sensor appears to be really short. Customer was advised to change the sensor and it needs to be replaced. The sensor is not returning for analysis.